Manufacturer narrative:
(B)(6). No parts have been received by the manufacturer for evaluation. Part not received for evaluation.

Event description:
A site representative reported that during soft tissue ablation(neuro), charring was observed on a 10 millimeters tip when it was removed. It was reported that the tip did not burst. The temperature was set to 95 degrees. The procedure was completed with the use of navigation system. There was no delay to procedure. No known impact on patient outcome.